Event description:
Pt. Received epidural at 5 a.m. Pump was set at 10 cc per hour. At 0830 co noticed that the 100 cc bottle of reprivacine was empty. No leaking on floor or bed. Dr stated that 5-10 cc was wasted at administration. Pump read that there should be 40-60 cc remaining. Pt's 02 sat 99%. Pain relief at appropriate level.